Manufacturer narrative:
Device received with no button response at esc, act, up and down due to unlocked lcd keypad connector during visual inspection. Unable to perform operating currents, self test and displacement test due to no button response. No button error alarm during testing. However, keypad flattened button dome switch (creased) was found on esc.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had buttons are not responding to button pressed. The customer¿s blood glucose was 270 mg/dl. The customer was assisted with troubleshooting. Customer stated that they were trying to rewind it and the act button was not responding. Customer stated that they removed the battery overnight and was trying to get it going again but cannot clear the battery out limit alarm. Customer stated that they observed time clock for one minute to verify time advances it was changed. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan per health care professional instructions. The device will be returned for analysis.